Event description:
It was reported that the user ate dinner consisting of two pieces of catfish and later observed a blood glucose of 328 mg/dl while using the ilet system; the user requested guidance on a supply change and was walked through a cartridge and connector change, which was completed without further issues, indicating an operational focus rather than a device malfunction. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user, a review and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to procedure, implicating user interaction with the user interface rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.